Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager housing was found misaligned from hasp. A field service engineer replaced remote manager latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the asset information was not provided by customer.

Event description:
It was reported when using the pyxis medstation es system, the remote manager keeps failing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.